Event description:
A nurse performed a finger puncture on a hiv positive pt using the product. The plunger activates the needle assembly. On completion of this process the nurse removed the needle assembly by holding the plunger with the needle pointing in the upwards direction. As the needle was pushed upwards and removed, the lancet (steel lancet and blue casing) fell from the needle. The nurse instinctively reached and caught the lancet in her hand, and consequently sustained a needlestick injury.